Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages and arrhythmia alarms.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages, arrhythmia alarms) was confirmed due to the electrode belt ECG "c&d" cables being broken, damaging wires in the cable. The belt did not pass falloff testing. The root cause for the broken cables was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.